Event description:
"The patient walked with his walker. Suddenly release the screw and one handle slid down the tube. It was found that the seal holding on the handle tube had slid up the tube. This has happened on the second handle as well, but not to the degree that the handle came lose. According to the present staff nothing happened with the user, who made it completely unharmed. The walker has been sent to the (B)(4). Error report no. (B)(4) made to the tac. Attaches response to the error report: "hey, it's the prescriber's responsibility to ensure that it is correct height of the handle and that the knobs are tight. If the knobs not are properly tightened, the plastic sleeve coax upward after a period of use.

Manufacturer narrative:
The futura is the same /similar to a product or products which are, or have been manufactured and/or marketed by invacare in u.s. The alleged incident occured in (B)(6). We have been informed by customer that this device has been refurbished and sent to buffer stock prior to investigation. From previous cases we know that some devices have required a slightly higher force to tighten the height adjustment knob. This leads to that it is more difficult to lock the handles in a good position for the user. A CAPA has been completed where all item in stock has been inspected and the manufacturing process corrected and verified. We have evaluated the risk and do not see that there is any need for field additivities. To further improve we will implement a knob that is easier to tighten.